Event description:
Pump turning on and off sporadically and sometimes shows high pressure message. Unable to troubleshoot. Sn (B)(4). Sent replacement pump. No other info provided. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced device. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.